Manufacturer narrative:
(B)(4).

Event description:
It was reported during the ventricular tachycarida ablation procedure, the device was found to be pacing asynchronously while the patient went in and out of ventricular tachycardia. External defibrillation reverted the patient to normal sinus. X-ray confirmed the lead placement is stable. The patient condition is stable.